Event description:
Urgent product recall field correction 06-138, june 28, 2006: accu-chek comfort curve and accu-chek advantage blood glucose test strips potential for wrong results due to loose drying agent beads in vials. Pt passed away.